Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of explant is estimated

Event description:
Related manufacturer reference number 1627487-2020-31070. Related manufacturer reference number 1627487-2020-31074. It was reported that patient had their system explanted due to experiencing ineffective stimulation. Patient underwent surgery in 2015, exact date is unknown, to have implantable pulse generator and leads explanted. Patient is stable.